Event description:
Dr. First treated a female patient with a history of dry eye syndrome in 2006. She first used a competitor product (odyssey parasol silicone), but the patient returned in 2007 still symptomatic to dry eye. Although still symptomatic, the patient did not experience discomfort, or complications at this time. When the patient returned, dr. Weiss then used the form fit intracanalicular plug (lot # lh0107a) and inserted the plugs bilaterally. On the following month, the patient was complaining of discomfort in the left eye accompanied with a yellow discharge, excessive tearing, and decreased visibility in that eye. At that time, dr. Prescribed vigamox to relieve the symptoms, which were noted as conjunctivitis. The patient again returned on approx one month later, still experiencing discomfort and discharge from the left eye. Dr. Noted the problem was canaliculitis and proceeded to prescribe oral levaquin. During the most recent follow-up on eight days later, dr noted that signs of the infection significantly decreased, and patient seemed to receptive to current prescriptions/treatment. Patient has 1 day left on levaquin, and one week left on vigamox. It was reported by dr weiss that there was no sign of an oculoplastics/surgeon referral. The patient will return in 3 weeks for final evaluation.